Manufacturer narrative:
Details of complaint: on 09/18/2019, the customer reported that patient was not in room 526 and was moved to a different spot on the monitor (mu-631ra sn: unknown). The patient should be in room 526. This ticket was created to document the department logs from the hospital. The hospital will not be providing any additional information. Service requested & performed: na. Investigation conclusion: on 09/18/2019, the issue was resolved by the biomed; the customer did not provide more information. The root cause of this issue could not be determined due to the lack of details provided by the customer. The device was in use with a patient at the time, but no other information was provided. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d4: serial number; f9: approximate age of device. No serial number was provided, so the age of the device is unknown; h4: device manufacturer date. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The customer reported that the bedside monitor failed during use. No consequence or impact to the patient was reported.

Manufacturer narrative:
The customer reported that the bedside monitor failed during use. No consequence or impact to the patient was reported. The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Below is the exact description of the customer complaint: patient is not in room 526 moved to different spot on monitor. Should be in 526. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: serial number. Approximate age of device. No serial number was provided, so the age of the device is unknown. Device manufacturer date.

Event description:
The customer reported that the bedside monitor failed during use. No consequence or impact to the patient was reported.